Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial colectomy, on the proximal colon, the device would not engage to be fired. They replaced the reload and the same issue happened a second time. They got another stapler and used that one to do the transection to complete the case. There was no patient injury.